Manufacturer narrative:
(B)(4). The device was manufactured in september 2013. The device was not returned for evaluation. The service history review was not performed because there were no previous service events on record from the time when the device was manufactured. The device history record review revealed no nonconformities, rework, or deviations that could have caused or contributed to the reported problem. The investigation revealed no evidence that the device caused or contributed to the reported clinical event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) experienced a hernia. The patient was diagnosed with a hernia 5 months after the start of pd therapy. The cause of the hernia event was unknown. Five days prior to the receipt of this report, the patient experienced a worsening umbilical hernia manifested by nausea, vomiting, dry heaves, and pain. The patient was not hospitalized for the event; however, they did receive treatment in the emergency room. The patient received unknown pain medication and an antiemetic medication. At the time of this report, a surgical consult was scheduled. The outcome of the event was unknown. Pd therapy was ongoing. No additional information is available.